Manufacturer narrative:
(B)(4)

Event description:
Procedure type: gastrectomy. According to the reporter: customer sated that the doctor used a (B)(4), installed the reload correctly and squeezed the handle for 15 seconds after closing the jaw on tissue. He fired the device slowly. After the firing, the staples failed to form a b-shape. The doctor used a new reload. Seven reloads demonstrated poor staple formation. The operation was prolonged for 1 hour. The doctor conducted conversion to open laparotomy and stitched the stoma.

Manufacturer narrative:
(B)(4).